Event description:
It was reported that during a superficial femoral artery stenting procedure, the stent moved on the balloon. The 80% stenosed and concentric lesion was located in the right external iliac. The lesion was pre-dilated with a sterling es 3.0 x 40 mm balloon catheter, a sterling 5.0 x 20 mm balloon catheter and an ultra thin sds 4.0 x 20 mm balloon dilatation catheter, to unspecified atms. Upon attempting to advance the 7.0 mm x 20 mm x 75 cm express biliary ld premounted stent system to the lesion site, resistance was encountered and the physician observed the stent moved on the balloon. The 7.0 mm x 20 mm x 75 cm express biliary ld premounted stent system was removed from the pt without incident. Once the stent delivery system was outside the pt, it was noted that the stent had moved on the balloon. The lesion was further dilated with a larger ultra-thin sds 7.0 x 20 mm balloon dilatation catheter. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "fine".